Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds); was returned for analysis. The stent was deployed during procedure and therefore not returned with the device. The crimped stent was detached from balloon. The balloon cone profiles & balloon main body were reviewed and analysis suggests that the balloon was subjected to positive pressure. The balloon wings were opened out from their folded positions. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. As part of the examination, the balloon was inflated to nominal pressure and subsequently to rated burst pressure (rbp ) with no restrictions noted. No issues were observed with the balloon wall. No issues were observed with balloon deflation at both the proximal and distal end of the balloon, as the balloon fully deflated in 7 seconds which is inside of the specification. The inflation device was verified at 18 atmospheres (atm) before and after use with a calibrated pressure gauge. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. Following pre-dilatation of the lesion with a 1.5mm and 2.25mm semi-compliant balloon catheters, a non-bsc guide extension catheter was advanced followed by the implantation of a 2.25 x 24 synergy¿ drug-eluting stent. However, post stent deployment, the stent delivery system (sds) could not be removed from the patient's body. The physician inflated and deflated the sds in the stent several times and managed to remove the device forcefully and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex (lcx) artery. Following pre-dilatation of the lesion with a 1.5mm and 2.25mm semi-compliant balloon catheters, a non-bsc guide extension catheter was advanced followed by the implantation of a 2.25 x 24 synergy¿ drug-eluting stent. However, post stent deployment, the stent delivery system (sds) could not be removed from the patient's body. The physician inflated and deflated the sds in the stent several times and managed to remove the device forcefully and the procedure was completed. No patient complications were reported and the patient's status was good.